Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined. The instructions for use (IFU) identifies vessel perforation and vessel dissection as potential complications associated with use of the device.

Event description:
It was reported during the 2017 annual cerebrovascular complications conference (3c) that a "scepter ruptured carotid. The balloon ruptured." Despite numerous attempts to obtain more details, the customer refuses to provide additional information regarding the product, procedure, or patient status.